Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, wet rash on their back under the therapy pads. There is no indication that the patient received medical intervention for the irritation, however the medical outcome of the irritation is unknown. Follow-up with the patient to determine the outcome of the irritation was diligently attempted but the patient could not be reached.